Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an arterial sensor failure. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of the event.

Manufacturer narrative:
Eval in progress, but not yet concluded.